Manufacturer narrative:
No button error alarm was noted. The act button was unresponsive due to corroded keypad traces. The insulin pump was received with minor scratches on the display window, a broken belt clip slot, a cracked reservoir tube lip and a missing end cap sticker.

Event description:
The customer reported via phone indicating that the insulin pump alarm button error. Customer's blood glucose was 158 mg/dl. The customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.